Manufacturer narrative:
An investigation has been opened to review historical record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: pseudoaneurysm observed post manta deployment. Treated with 7x40 balloon. Additional information on 26oct2022: during a large bore procedure, access was obtained using micropunture kit and ultrasound through the right common femoral artery at a central location. Vessel size was 6.2x6.7mm with no calcification or tortuosity. Measured depth for the manta was 4.5cm. There was no issues advancing or withdrawing the sheaths. Prior to closure, systolic blood pressure was 170mmhg and hct was 270. No protamine was given. A balloon was used to treat the pseudoaneurysm and patient was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team indicating the presence of a dissection flap proximal to the manta access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A central positioned access was achieved utilizing ultrasound and micropuncture. The arteriotomy was 6.2mm x 6.7mm, no calcification or tortuosity, with a depth measurement of 4.5cm. Prior to closure the patients activated clotting time (act) was noted as 270, no protamine was administered; and unknown if heparin was given. No issues were encountered attempting to advance or withdraw the expandable procedural sheaths. The manta was deployed to the measured depth, however, following deployment, a pseudoaneurysm was observed. Balloon inflations were applied, and hemostasis was achieved in thirty minutes. The root cause of the pseudo aneurysm is potentially due to vessel damage possibly created during removal of the expandable sheath, causing arteriotomy expansion evolving into a pseudo aneurysm post deployment. There is believed to be no device failure. The device was successfully implanted. A pseudoaneurysm was seen post procedure and balloon inflation was applied to resolve. Balloon inflation to achieve a quicker time to hemostasis, to resolve a pseudoaneurysm is a clinically accepted therapy and does not indicate device failure. The device history record (DHR) review showed no indication that the devices did not meet specification. Per the IFU: the following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. As per the procedure requirements stated in the IFU: anticoagulation should be administered at procedure initiation per the hospital's standard of care; and activated clotting time (act) should be below 250 seconds prior to closure.